Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he received an alarm within 3 hours of insertion. In troubleshooting issue with infusion set site is found. Infusion set was placed in upper buttocks. High blood glucose level was 180 mg/dl. No further information was available.